Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 187 mg/dl. During a systems check with tandem technical support (cts) it was discovered that cold insulin as well as fiasp insulin was used within the cartridge. It was also discovered the customer was not properly completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Reportedly, customer was able to change supplies and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error: use error: per tandem¿s user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.